Manufacturer narrative:
One contact lens case containing three lenses and three sealed blisters were received. The parameters of three suspect lenses were measured and a visual inspection was performed. Two of the lenses meet company standards for base curve, center thickness, and diameter. One lens was torn in half and the lens was not measurable. Two lenses had edge and surface tears. The solution from the sealed blisters was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she had approximately six acuvue oasys contact lenses that have torn on his/her eye. The pt reported that he/she ¿had two nicks in his/her cornea and an ulcer while wearing the acuvue oasys lens.¿ the pt reported that one lens tore in the middle and the pt experienced eye pain the next morning after removing the lens. The pt reported that he/she was seen by an ophthalmologist the next day. The pt reported that he/she was prescribed a bandage lens and vigamox for 4 days. The vigamox was prescribed every 15 minutes for the first day then 30 minutes the second day, then 1 hour on the third day, and 2 hours the fourth day. The pt reported that the suspect product was discarded. The pt reported that the eye is better, but still reports some sensitivity and is currently using rewetting drops. On (B)(6) 2016 the pts medical records were received. Medical records summary: date of visit: (B)(6) 2016. Complaint: (B)(6) old female complains of eye pain in left eye for 1 day. The timing is described as comes in waves. Quality is worsening. Severity is described as severe. Patient described the following signs and symptoms: pain, irritation, dryness; additional notes: pt took out cls last night and it felt dry after taking it out. She used aft to help, but it has gotten worse. Va: os: sc dist: 20/20. Pupil os: perrla, brown, round, no apd. Extraocular muscle os: full ¿ no diplopia. Anterior exam os: adnexa: normal; lids: normal; tarsal plats: normal; lacrimal glands: normal; lacrimal drainage: normal; preauricular nodes: normal; bulbar: normal; palpebral: normal; cornea: 2 small cornea ulcer @ 11:30 mid cornea; epithelium: normal; endothelium: normal; stroma: normal; anterior chamber: deep and quiet diagnosis and plan: marginal corneal ulcer, left eye; chronicity: acute; assessment: examination revealed 2 corneal ulcers; plan: reviewed cause and treatment plan. Gave handout on dry eye syndrome. Schedule follow-up appointment medications: vigamox 1 drop in os every hour while awake; multivitamin; vitamin e. Date of visit: (B)(6) 2016. Complaint: (B)(6) old female presents for eye health in left eye. Quality is improving. Patient declines presence of: irritation, pain vitals: bp ¿ 104/54, height: (B)(6) in, weight (B)(6) lbs, pulse 86. Current medications: multivitamin; vitamin e; vigamox 1 drop in left eye every hour while awake. Va osl sc dist: 20/20. Objective testing notes: last used vigamox os q 1 h (B)(6) 2016 11am, wearing bandage lens os. Visual acuities os: unaided: 20/20. Anterior exam os: adnexa: normal; lids: normal; tarsal plats: normal; lacrimal glands: normal; lacrimal drainage: normal; preauricular nodes: normal; bulbar: normal; palpebral: normal; cornea: 2 small cornea ulcer @ 11:30 mid cornea-resolved, pinpoint area of negative staining; epithelium: normal; endothelium: normal; stroma: normal; anterior chamber: deep and quiet. Diagnosis and plan: marginal corneal ulcer os; chronicity: acute; assessment: examination revealed 2 corneal ulcers; plan: continue vigamox q 2 hours today, then dc; dt1 bandage was removed; systane qid os prn, ok to return to cl wear tomorrow. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kgz5 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.